Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately when back to back measurements from the subject device were compared. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at an unspecified time in the morning. The patient reported obtaining back to back measurements of ¿118, 122 and 136mg/dl¿ using the subject device, and all measurements were within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient stated that she manages her diabetes using ¿metformin¿. In response to the reported issue, the patient reportedly decreased her food and/or drink consumption on (B)(6) 2015 at around 12pm (noon). The patient stated that she experienced symptoms of ¿tense, shaky and headaches¿ almost immediately after the reported issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and an approved sample site was being used. The csr walked the patient through a control solution re-test as well as a blood test, and was able to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate result on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.